Event description:
Medical records were received. Patient underwent median sternotomy, aortic valve replacement, mitral valve replacement, CABG x 1, laa clipping, and removal of sapien 3 valve. Transesophageal echo was performed which did confirm severe aortic stenosis and paravalvular aortic insufficiency of the sapien 3 valve. During the explant of the valve, it was noted that there was significantly calcified native valve leaflets pushed toward the wall of the atrium and there was a lot of scar tissue that had the valve frame adhered to the inner wall of the aorta. There was large paravalvular space with leak posteriorly as the sapien 3 valve and skirt sat low within the left ventricular outflow tract. The sapien 3 valve was removed and replaced with a surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, corrected h6 device code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h11. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the pannus formation is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (sapien 3 valve and skirt sat low within the left ventricular outflow tract) may have caused or contributed to the paravalvular leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned to manufacturer.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 6 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: corrected b1, additional information added to b5, additional information added to b7, and additional code added to h6 device code. Investigation is ongoing.

Event description:
Pathology report of the explanted sapien 3 valve was received. The pathology report revealed fragments of dense fibroconnective tissue with dystrophic calcifications and mild mixed inflammation. Calcifications are noted on the valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, additional code added to h6 investigation conclusions, additional information added to h11. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The calcification of the valve was confirmed based on the medical record. A review of the device history record provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these events. Due to limited information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.